Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test,occlusion test, prime test and the excessive no delivery test. No excessive no delivery alarm noted. The insulin pump had intermittent button response on up arrow button due to corroded keypad traces. No unexpected number ramping noted. The insulin pump had a scratched display window, cracked battery tube threads and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 197 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.